Manufacturer narrative:
**UDI related data quality updates only** although the UDI # of the product has been "unkown", there was no information that explains why the UDI information for the device involved was not included in the initial report submitted on 12 november 2023 (est). We have received a request for resubmission by email from FDA's MDR data system team, and we herein submit a supplemental report with the reason why the UDI information for the device was not available. The reason why the UDI # was not available is that the UDI # is associated with the lot #, but the distributor could not obtain the lot # from the user facility. Therefore distributor could not inform us the UDI # and lot #.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records] although there was no lot information for the product and it was not possible to review the manufacturing records, all products are shipped after confirming that there are no problems. [Lot history review] lot history review was not possible as there was no lot information for the product. [Complaint history review] complaints about products of the same structure (B)(6) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] the coil was stretched approximately 25 mm from the tip of the product, and the coil and core wire were separated. At the separated location on the proximal side, the coil and core wire were exposed. We removed the resin coating from the separated location on the proximal side and the core wire was found to be broken at approximately 22.5 mm from the tip and the length of the exposed core wire at the proximal end and the length of the core wire loss at the tip side were the same, confirming that no core wire missing had occurred. The core wire and coil broken surfaces were observed under a scanning electron microscope, and it was confirmed that the core wire had dimples and shrunken diameters due to stretching load, while the coil broken surface showed no defects in the coil and dimples due to stretching load, based on the conditions of the broken surfaces of tip side and proximal side. Based on the information obtained and condition of the product, it was presumed that an excessive stretching load was applied to the core wire and coil at tip side of the product when removing from the patient's body, causing the core wire to separate along with the stretching and separation of the coil. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, additional intervention was performed to remove the separated fragment and we cannot completely rule out the possibility that the fractured fragments were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).

Event description:
It was reported that vassallo gt .014 floppy (the product) was used in a case of a lesion in the superficial femoral artery with mild calcification and occlusion rate was 70% to less than 100%. After using the product to pass through the lesion and dilating the lesion with a combined device (balloon catheter), physician felt strong resistance when removing the combined device, so the product was removed from the patient's body being stuck in the combined device. As confirmed by angiography, a foreign object which coule be the part of the product remained in the blood vessel, so the foreign object was removed using a snare. There were no health hazard on the patient.